Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation ran the device at 400ml/hr for 15 minutes and experienced an upstream occlusion indicating that was the issue the customer experienced. A review of the event history log also verified upstream occlusion alarms. The cause was identified to be the ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified failure during testing. There was no patient involvement. No additional information is available.